Event description:
The customer reported the ventilator remote alarm was not functioning. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. The customer reported the ventilator was in use on a pt and there was no pt harm reported. During eval, the service tech noted the remote alarm connector was loose and not functioning properly. During ventilator use, failure of the nurse call alarm due to physical damage may result in no signal to the remote alarm station when the ventilator alarms during use. The service tech replaced the main pcb board to address the finding. Performance verification testing was completed and passed to specs.